Event description:
It was reported that during a follow up in clinic, the device was noted as automatically changed to sensing and pacing in unipolar mode on the right ventricle (rv) channel. Diagnostic measurements were performed and right ventricle (rv) loss of capture, undersensing, and high pacing impedance were noted in bipolarmode. Additionally, high rv pacing impedance was noted. Diagnostic imaging was performed and inadequate insertion of the rv lead into the header of the device was observed. The physician reported difficulties inserting inserting leads into headers. The device was programmed to unipolar. Abbott technical support was contacted and the automatic change to unipolar mode was due to auto lead polarity detection when the device was not interrogated by programmer during implant. When auto lead polarity detection occurs, an alert is set to display upon first interrogation with a programmer, however, the clinician did not note an alert upon interrogation. A revision procedure was performed, the rv lead was completely reinserted into the header, and the device remains implanted. The patient was in stable condition.